Event description:
A surgeon reports that several patients are experiencing visual disturbances following cataract surgery. The disturbances are described as temporal dark arcs. More info is being sought.

Event description:
The reporting surgeon states that only one 64 year old female pt continues to notice shadows in her visual field.